Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other incidents. All available information was investigated. Based on the reported information, it is likely that procedural conditions influenced the reported difficulties. The reported patient effects of worsening mitral regurgitation (mr) hypotension, pericardial effusion and failure to retrieve mitraclip system components are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip caught on the chordae and pericardial effusion requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. Due to poor imaging quality, visualization was difficult. The clip delivery system (cds) was advanced to the mitral valve; however, positioning the cds was difficult due to the transseptal puncture. Additionally, grasping was difficult prior to lowering the grippers and the clip became caught in chordae. The patients pressure dropped and a pericardial effusion was noted. The clip could not be freed, and was deployed in the chordae. Pericardiocentesis was performed for treatment and the patient was stable. The procedure was aborted and the mr remains at 3. No additional information was provided.